Event description:
It was reported that the lead was in a very poor chronic position near the right ventricular inflow tract with high defibrillation thresholds due to a poor vector. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analysis found no anomalies. However, the defibrillator conductor was distorted. Both the inner and outer tubing were kinked/buckled. The outer tubing overlay was melted and had cosmetic environmental stress cracking. There was blood in/on the helix/lobe mechanism. The lead was stretched and visual analysis noted that the lead had apparent explant damage.